Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 44 mg/dl at the time of the incident. The customer was at 169 mg/dl at the time of the call. The customer used juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer stated their pump was exposed to high doses of radiation at the hospital due to their treatment of stage 3 prostrate cancer. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label, cracked belt clip slot and cracked case reservoir tube window corner.